Event description:
On 09may2023 the nalu department responsible for reporting became aware of the surgical revision that took place on (B)(6) 2023. Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient was receiving therapy after the initial implant, however therapy was subsequently reduced. Investigation found that both genicular leads had migrated away from the target superior genicular nerves. Physician replaced both leads as well as the implantable pulse generator. The new components were activated on (B)(6) 2023 and the patient reports good coverage and no pain to the target area.

Manufacturer narrative:
Patient reported receiving pain relief for approximately one year prior to the revision procedure taking place and reports restoration of therapy after activation of the replaced components. Migration of components within the body is a known and inherent risk of the nalu system.